Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was noted to be kinked. The main coil was seen to be severely stretched at the detachments zone and broken. The main coil was also seen to be kinked towards the distal end of the coil. Functional inspection: coil in catheter friction functional test ¿ fail, the main coil was advanced through the catheter with slight friction felt throughout. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the coil was advanced and friction was felt halfway through the catheter. The device was analyzed and the main coil was seen to be severely stretched, broken and kinked. The coil delivery wire was also noted to be kinked. There was slight friction felt while advancing the coil through the catheter. An assignable cause of procedural factors will be assigned to the reported event of coil in catheter friction as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed damage of the coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to the analyzed damage of the main coil stretched, coil kinked/bent, main coil broken/fractured during use and coil in catheter friction as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken/fractured near the detachment zone. The procedure was completed successfully. There were no clinical consequences reported to the patient due to this event.